Event description:
A home pt's (hp) nurse contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 alarm that was received during drain 5/5 of the hp's automated peritoneal dialysis therapy utilizing their homechoice machine. Per initial report, the hp had disconnected their transfer set from the pt line of the homechoice set during dwell 5/5. The hp then reconnected to the setup. Baxter's tsc assisted the hp's nurse in ending therapy early. No pt injury or medical intervention was associated with this incident, per the hp's nurse.